Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that right ventricular lead failed to capture and there was a potential crosstalk oversensing. A ventricular pacing inhibition was noted but could not reproduce anything that would cause the issue. The lead was explanted and replaced. The patient was stable.